Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[femoral impactor is detached from the screws, these are rolled and its adjustment is not achieved, handle insertor femur extractor when performing impact of the definitive femur is part in its most proximal part. Attached sent photographs]." The product was not returned to depuy synthes, however photos were provided for review. See attachment ([whatsapp image 2023-10-27 at 2.22.43 pm, whatsapp image 2023-10-27 at 2.32.30 pm (1), whatsapp image 2023-10-27 at 2.32.30 pm). The photo investigation revealed that the device 966510, sp2 slap hammer attachment is broken off. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 966510, sp2 slap hammer attachment would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the end cap of the slap hammer attachment broke off.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.